Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving 5 inappropriate shocks from their device while lying down on her right side. Device therapy was exhausted. The patient was admitted to the hospital until the device could be checked. A boston scientific field representative was contacted to interrogate the device. Upon interrogation, an alert was observed indicating a device firmware temporary reset had occurred. The shock episode was reviewed by a boston scientific engineer. The shocks delivered appeared to be inappropriate as the patient was in normal sinus rhythm. The reset time aligned with the abrupt change in the sensing characteristics and the firmware reset occurred approximately one hour after this condition; so it appeared the inappropriate detection was due to an upset of the device memory bit that caused an unexpected detection behavior until the device was reset and correct this behavior. The device appears to be operating normally at present. Engineering concluded that this event be described as inappropriate therapy due to a temporary memory corruption that self-corrected. Based on current device functional, it was discussed that the patient could be considered for discharge. No adverse event or further issues have been reported and the device remains in service.